Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
Customer reported during a chemotherapy infusion, approximately half way through the infusion, the pump beeped "occlusion pt side." The nurse troubleshot the line, opened the device door and found a bulge in the pumping segment. The line was removed, a new dose of drug was calculated, and new tubing and bag of medication was hung. Infusion parameters: doxorubicin dose 50 mg in 250 ml of 0.9ns for a total volume of 292.50 ml over 24 hours with a continuous hourly rate of 12.19 ml/hr. There was no pt harm or medical intervention. The customer stated that no additional event or pt information is available.